Event description:
The customer reported that the paramedics were called due to his low blood glucose. The customer's blood glucose was 40mg/dl when they arrived. The customer stated that he passed out and his wife found him. Troubleshooting was not performed, and the customer stated that the insulin pump is functioning properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.